Event description:
Pt with history of hallux valgus deformity of the left foot, tailors bunion of the left foot and contracted 2nd digit-hammer toe of the left foot was admitted to surgery center for a first metatarsal osteotomy with screw fixation, fifth metatarsal osteotomy with screw fixation and correction of hammertoe with arthrodesis procedure of the 2nd digit left foot. Surgery procedure was performed in 2005 and went well. The surgeon applied polar care shortly after surgery. Polar care is type of cooler that can be filled with ice and water. It is preset to operate continuously and temperature range is 47-50 degrees. Pt given discharge instructions and polar care directions from breg. Per breg instructions, pt should use unit as much as possible for first 2-3 days following surgery and to use as needed, esp. At night for up to 2 weeks. Instructions also stated polar care could be used for extended periods of time, including overnight. Pt returned for follow-up visit three days later and informed md of falling (twice) and polar care was displaced from original place (due to falls). Pt was noted to have cold injury on toes and ankle. Pt was readmitted about three months later for amputation of toes (great, 2nd and 3rd on left foot.